Event description:
Patient was implanted with a 28mm liner and a 26mm head. The problem was not discovered until the patient was discharged.

Manufacturer narrative:
An evaluation of the device history records for the product and lot numbers given confirms the observation, however, no product error is indicated. Root cause is not applicable and corrective action is not indicated. Should we received the product and/or additional information, the investigation will be reopened. Depuy considers the investigation closed at this time.